Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a protruding drive support cap. The blood glucose reading was 136 mg/dl. The customer's father stated that he was unsure how the damage occurred. Advised discontinuation and replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump received with minor scratches on display window. Insulin pump received with cracked case display window corner, cracked battery tube threads and cracked reservoir tube lip. Insulin pump received with protruded and loose drive support disk.